Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer woke up with blood glucose level above 200 mg/dl. The customers blood glucose was low while sleeping. The customer also stated that the insulin pump had battery life diminished, random no delivery alarms and it was difficult to read the screen. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.